Manufacturer narrative:
Per the t:slim x2 user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level was "slightly higher at night and slightly lower in the evening." Customer believed that the settings may have been programmed incorrectly on the replacement pump. Customer consulted with healthcare provider for correct pump settings.